Event description:
Event description cpi received information that at a routine follow-up appointment, the implantable cardioverter defibrillator (ICD) could not be interrogated and did not respond when a magnet was applied. The leads were tested and appeared to operating properly. The ICD was removed.